Event description:
The customer reported the presence of foreign material on the scope during reprocessing. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the reported event. Foreign objects were found at the forceps elevator knob mount unit which could not be removed. In addition, the control unit had a crack, there was discoloration of the air/water cylinder and suction cylinder, water tightness was lost because the guide pin of the electrical connector was shaved, the electrical connector had discoloration, water tightness was lost due to a pinhole on the bending section cover, forceps could not be inserted due to clogging of the forceps/instrument channel, the light guide lens had a crack, the connecting tube had a wrinkle, the universal cord had buckling, and there were scratches on multiple parts of the device. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that an accessory (injection tube, etc.) Handling by the user was inappropriate. Therefore, the accessory was broken and clogged in the k-mount. The following is included in the instructions for use (IFU) and may have helped prevent the event: "inspection of the instrument channel-insert the endo-therapy accessory through the biopsy valve. Confirm that the endo-therapy accessory extends smoothly from the distal end." "Using endo-therapy accessories- for more information on combining the endoscope with particular endo-therapy accessories, refer to the ¿system chart¿ in the appendix and the instruction manuals of the accessories. Refer to the instruction manuals of the accessories for instructions on how to operate the accessories." "Do not insert endo-therapy accessories forcibly or abruptly." Olympus will continue to monitor field performance for this device.